Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that non-dehp fluid path intravia container was leaking from a seam. The bag was filled with chemotherapy solution. The leak was found close to the port and only droplets were leaked. No issues were found with the packaging. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned however a photograph was supplied for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed the sample leaking close to the port. The reported issue was verified but a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.